Event description:
**Update** (B)(4) 2013-sales rep reported patient underwent left hip revision. There is no new additional information that would change the outcome of the investigation.

Event description:
Bilateral patient. Litigation alleges that patient has experienced hip and back pain, pain in the groin, soreness to the touch or when bumped, elevated metal ion levels, and sometimes her right hip sometimes makes a cracking sound.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Update: (B)(6) 2013-sales rep reported patient underwent left hip revision. There is no new additional information that would change the outcome of the investigation.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.